Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy effluent. The cause of peritonitis was unknown. Three days prior to the onset, the patient experienced cloudy effluent and was treated with vancomycin and fortum (dose, route and frequency not reported) for the cloudy effluent at home. Three days after the symptom onset, the patient was diagnosed with peritonitis and was hospitalized three days after diagnosis and was treated with vancomycin injection and ceftazidime injection (1 gram each, route and frequency not reported). On an unreported date, the patient was put on a ventilator. At the time of this report, the peritonitis event was ongoing and the patient outcome remains unknown. It was reported that the patient's catheter was removed and pd therapy was discontinued. No additional information is available.